Event description:
It was reported that during a rotator cuff repair, the anchor broke and was not retrieved. According to the reporter as the surgeon was implanting the anchor, on the second turn, the tip of the device broke. The surgeon was unable to remove the broken tip. The surgeon used another anchor to complete the case. The patient¿s bone quality was reported as being hard. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the surgeon used a punch to prepare the bone socket. A tap was not used. The patient is doing well. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Hex portion and approximately .42 inches of proximal threaded section of the screw was returned with its associated driver. Visual evaluation revealed that the tip of the anchor, approximately .14 inches, has been broken off. There is no damage evident on the driver. Good ductility is evident in the damaged areas of the screw with no evidence of internal cracking or brittleness. No other damage or abnormalities were observed. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this type of event is improper bone preparation, inserting the implant at an angle that is not co-axial to the pilot hole, prying/leveraging the driver while the implant is still loaded, or applying excessive force to the screw during implantation. The product directions for use (B) (4) warns the user: "attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion". The dfu instructs the user: "in hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor". This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.